Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. During functional testing, the reported problem that the screen was flickering was reproduced. During evaluation, the device was turned on and it was noted that the screen was flickering on the right side of the screen. The front panel was replaced with a good working front panel, and it was noted that the flickering was gone. The reported condition was verified. The cause of the reported condition was a faulty front panel. To resolve this issue the front panel assembly was replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq large volume pump flickers. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.